Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer stated that drive support cap was sticking out. Customer's blood glucose was 142 mg/dl. Customer was advised that insulin pump would need to be replaced.